Event description:
It was reported the patient's blood glucose level rose to over 300 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site, the pod's cannula was found to be dislodged. As treatment the patient replaced the pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received fully deployed. Investigation of the cannula assembly and needle mechanism did not find any damages or abnormalities that could cause the dislodging of the cannula. Thus, an exact cause of the reported dislodging could not be determined.